Event description:
The customer first reported that over the week, the quality control recovery for glucose hk (glucose) had been out often on disk a of the analyzer. On (B)(6) 2012, they received communication and pipettor errors. The customer later determined that there were questionable results for over 500 patient samples tested for glucose on that day. The customer stated that they corrected over 500 patient glucose results. Of the "over 500" patient samples, 97 were found to have erroneous results. All initial values were reported outside of the laboratory. Samples were repeated on another c702 analyzer with the exception of sample one. It is not known which analyzer was used to repeat sample one. It is also not known when sample one was originally run or repeated. Samples 94, 95, 96, and 97 were repeated on (B)(6) 2012. All remaining samples were repeated on (B)(6) 2012. The repeat results for all samples were believed to be correct. Corrected reports were issued for all 97 patient samples. Units for glucose are reported in mg/dl. Patient one, a pregnant female, was diagnosed with gestational diabetes due to the erroneous glucose result. This patient was provided with a glucometer and strips and instructed on how to monitor her glucose level. Although a treatment plan was implemented, it is not known if the patient was adversely affected based on this treatment plan. For all other patients, it is not known if any were adversely affected by the event. No adverse events were alleged. The glucose reagent lot number was 66465401 with an expiration date of 09/30/2013. The field service representative determined that the rinse station output was low for the a disk and probes were not washing properly. He adjusted the rinse station output, checked reagent probe alignment, adjusted gear pump pressure since it was high, and replaced reagent packs. The customer successfully calibrated glucose on both disk a and b, then ran all glucose controls which were within the customer ranges. The field service representative ran a precision check on both disks. Precision checks met specifications.

Manufacturer narrative:
The field service representative stated that the affected wash station was the r1a wash station. He stated that he did some minor adjustments of the probes during troubleshooting.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly is a rinse station.